Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis, and no defects found on the fiber body. The fiber connector had distorted light exiting the connector face. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Additionally, a fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The alledge the IFU states that, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device and return it for replacement. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure which indicates, expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that a lighttrail laser fiber malfunctioned during procedure. The procedure was completed with another of the same device with no patient complications. The fiber was returned and analysis performed. During the analysis, it was found that the connector had an internal connector fracture. Therefore, reportability is met based on this device finding.